Event description:
On (B)(6) 2022 a patient underwent an aortic valve repair / left atrial appendage management (laam) procedure. The achv45 was placed without issue on the laa and the tip of the laa was cut by the physician. 30 minutes after coming off of bypass, bleeding out of the tip of the laa was observed. The patient was placed back on to bypass, the achv45 was removed from the laa, and the base of the laa was oversewn. Patient was stable post-procedure. This is a procedural complication and there was no reported device malfunction.

Manufacturer narrative:
Case (B)(4) upon receipt, the achv45, lot number 110916, was visually and functionally inspected pursuant to atricure procedures. The clip was returned without the applier. There was a notch observed on the heel of the clip where underlying titanium was exposed. It is unclear whether the removal of the clip after deployment caused the notch in the clip. When inspecting the clip with fabric, there were no visible gaps present along the clip beams. Once the fabric had been removed, it could be seen that the clip had a gap on the heel end. Since the clip had been manipulated with during removal from appendage, it is unclear whether this finding contributed to the complaint and therefore the complaint is unable to be confirmed.